Manufacturer narrative:
Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2011 under manufacturing report number (B)(4); however the incorrect suspect medical device was reflected and as a result the report required redaction, which was completed on (B)(4) 2011. Accordingly, this report should be regarded for this reportable complaint. If additional relevant information is received, a supplemental report will be submitted. Further information states that the patient was greater than one week post-op when the death occurred and that the event took place within the confines of the cardiovascular intensive care unit.

Event description:
It was reported that the patient died in the hospital after open heart surgery. Reported was: the "[patient] coded" about twenty to thirty seconds after the manufacturer's representative had finished checking the patient's pacemaker when thresholds, sensing and impedances were "normal." The patient's rhythm was reported as torsades de pointes going to ventricular fibrillation, cardiopulmonary resuscitation was performed and the chest was split during that time. The physician stated that neither the pacemaker nor the pacemaker testing were suspected as being related to the patient's death. Additionally, no new high ventricular rates were found on post-mortem pacemaker interrogation. Per the (B)(6) certificate of death, the cause of death (cod) was sudden cardiac arrest and ventricular fibrillation. "[C]onditions contributing to death but not resulting in the underlying" cod listed as: coronary artery disease, "recent pacemaker [illegible word]" and cardiac arrhythmia.

Manufacturer narrative:
Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2011 under manufacturing report number 2649622000-2011-16736; however the incorrect suspect medical device was reflected and as a result the report required redaction, which was completed on (B)(4) 2011. Accordingly, this report should be disregarded for this reportable complaint. If additional relevant information is received, a supplemental report will be submitted. Further information states that the patient was greater than one week post-op when the death occurred and that the event took place within the confines of the cardiovascular intensive care unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted follow-up report #002 apparently out of sync; hence, #002 being resubmitted as placeholder, as a #003 exists. If information is provided in the future, a supplemental report will be issued.